Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 09/08/2014. Electrode belt: 07/21/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. At the time of passing it was reported that the patient's blood sugar dropped low and the patient subsequently passed away. Review of the download data, indicates the patient received one inappropriate shock in response to oversensing of low amplitude cardiac signal. The patient was in asystole at the time of the inappropriate treatment shock at 06:03:46. The patient's post shock rhythm was an idioventricular rhythm at 75 bpm slowing to sinus bradycardia 20 bpm with CPR/motion artifact. A non-treatable rhythm was declared at 06:04:02. An arrythmia was detected at 06:04:24. ECG shows sinus bradycardia at 20 bpm with CPR/motion artifact. Asystole was detected at 06:11:13, and ECG shows asystole with CPR/motion artifact. An arrythmia was detected six times from 06:11:59 until 06:13:45, and ECG shows an idioventricular rhythm at 10 bpm with pvc's. Asystole was detected two times from 06:14:08 to 06:14:39, and ECG shows an idioventricular rhythm at 10 bpm with pvc's degrading to asystole with intermittent cardiac activity. The patient was in an idioventricular rhythm at 20 bpm at the time of the device shutdown at 06:15:50 on (B)(6) 2020. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.